Manufacturer narrative:
Concomitant product(s): a 4092 lead, implanted: (B)(6) 2007; ddbb1d1 ICD, implanted: (B)(6)2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited elevated pacing thresholds and the patient's ventricle was almost one hundred percent paced. Follow up was conducted and it was noted that the patient is being considered for upgrade in the future. The lead is still in use. The patient is a participant in the wrap it clinical study. No patient complications have been reported as a result of this event.